Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 384 mg/dl. The customer experienced nausea and vomiting. The customer felt that the insulin pump was not working properly. Troubleshooting was not possible at the time of the call as the customer was still in intensive care. Attempted to contact the customer a few days later, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.